Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adhesive from the infusion sets were not sticking to the patient's skin. The cannula of the infusion set has come out of the patients body. The caller alleged the infusion sets from a particular box were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.